Event description:
It was reported that the programmer printer was printing very slowly and that saving to the universal serial bus (usb) was also very slow. It was further reported that upon boot-up it went to a black screen and referenced "being locked." The programmer was returned for service. There was no indication given as to any patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event. The device printed and saved to usb as required with no issues. However, the device was stuck in a long boot, so it does go to a black screen intermittently during boot up. It was also noted that the system fan was noisy. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer printer was printing very slowly and that saving to the universal serial bus (usb) was also very slow. It was further reported that upon boot-up it went to a black screen and referenced "being locked." The programmer was returned for service. There was no indication given as to any patient involvement associated with this event.